Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm was able to reproduce the customer's reported issue, and replaced the fiber optic assembly to correct the issue. Unrelated to the complaint issue, the stm observed that the printer would not advance the paper and replaced the recorder to resolve the issue. The stm then completed preventative maintenance (pm) on the unit and the batteries and safety disk were replaced due to date expiration. The iabp unit passed all safety, functionality, and calibration checks per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced a fiber optic sensor module failure. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.